Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed to have obtained readings of "97 and 128 mg/dl" with the subject meter, taken within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.